Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having a head scan for a possible stroke. It was unknown if it was related to the device. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp later reported they had not seen the patient for several months.